Event description:
Additional information was received from the consumer reporting conflicting information stating that the patient got sick following dbs surgery and never got better to return home. The patient had left side lead implanted on (B)(6) 2020 and the extension and ins on (B)(6) 2020. Per the caller, they had planned to put the ins in left chest but during surgery, they realized that they had to move it to right chest due to artifact from the heart. Following implant of the ins and extension, the patient was able to speak, drive, and do basic care for himself. At thanksgiving, it was noticed that patient was having trouble walking. Sometime before (B)(6), when the patient was scheduled to meet with the doctor to have the ins turned on, the patient drove himself to the hospital, where the patient fell coming into hospital. They kept him for observation and then he fell again a couple days later. Approximately on (B)(6), 2020, an MRI was conducted and it was determined that he had a slow brain bleed (behind the ear). They did surgery to relieve the pressure from the brain bleed and during that surgery, it was noticed that brain had been moved over 1.5 ". The hcp felt that the brain was in good health as brain quivered. He was at the hospital until (B)(6) 2021. They noticed that there was still a small bleed that would clear up on its own. The patient was sent home on (B)(6). The patient was very disabled at this point and was chair-bound. At the end of the next week, following care from outside nursing and occupational therapy, it was felt like the patient's heart was racing. They took him to the hospital and turns out his heart was beating 160 beats/min. The patient was admitted to the ICU for a-fib on a friday. They worked to stabilize him and he was in and out of ICU at the hospital as he wasn't stable enough to be transferred to a different hospital. The following monday, the patient suffered a stroke in the same area where the brain bleed was. The patient's one eye was no longer opening, speech was affected, couldn't eat and wouldn't accept feeding tube. The patient then passed on (B)(6), 2021. The caller feels like it could be related to the dbs device. It is unknown if there were any other relevant medications the patient was on at the time of their death. No autopsy is being completed and there are no medical records leading up to the patient's death available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implanted neurostimulator. It was reported that the patient (pt) had a significant fall about 2 weeks after implant and suffered a subdural hematoma which required evacuation, but pt has recovered from this. Neurologist saw pt to turn stim on and noted that impedances (tested at 0.4ma) were >4000 on all bipolar pairs and 2400-2500 on all monopolar pairs. On CT imaging, no components were showing as having moved since implant and no clear connection issues. Caller tried using c+1- for programming (settings of 2.1ma, 150hz, 70us) but pt only had a very mild positive response and no side effects and no real benefit when ramping up stim. Imped of c+1- pair= 2491 ohms. Impedances at implant were all in the 1000's per caller. Caller didn't try any other electrodes during this session. They think lead location is good. Next actions/steps will be to try more exhaustive programming to see if they can get any benefit. Tech services reviewed that otherwise they may have to consider a revision.